Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as on (B)(6) for the MDR submission requirement. H10: as the lot number for the device was provided, a review of the device history record was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 01/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the results of a clinical trial, that sometime post endovascular arteriovenous fistula creation, the subject allegedly expired before the twenty-four-month follow-up visit. The cause of death and the relationship of the death to the study device, procedure, and av access circuit was not provided.

Event description:
It was reported through the results of a clinical trial, that sometime post an endovascular arteriovenous fistula creation, the subject allegedly expired and the death occurred post the end of study. Reportedly, the cause of death was respiratory failure and the death was not related to the study device, not related to the procedure, and not related to the av access circuit.

Manufacturer narrative:
H10: additional information was received, and the cause of death was not related to the device, not related to the procedure and not related to the av access circuit. Therefore, the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a death. H10: d4 (expiry date: 01/2022), g3. H11: b2, b3, b5, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.